Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. The customer's blood glucose level was reported as "high" due to the issue. Customer administered a correction bolus via the pump to address the high blood glucose.